Manufacturer narrative:
Date of event is estimated. The event of revision was reported to abbott. The leads were replaced due to high impedance. The ipg was electively replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02136. It was reported the patient had high impedances on both leads. As a result, surgical intervention occurred wherein the leads were explanted and replaced, addressing the issue.